Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when attempts to program to bipolar and to lower the rate to 50 ppm, the rate was accepted but not the bipolar configuration. No sensing was observed in unipolar and when reprogrammed to bipolar, sensing was intermittent. Sensing was re-established at 0.5mv. The threshold for the lead was measured directly and it was 12.5mv.